Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined due to a lack of provided information. Further information such as pre- and post-operative x-rays, primary operative reports, medical records, patient details and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient underwent revision for fracture with no loosening of the implant.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient underwent revision for fracture with no loosening of the implant.